Event description:
Customer called reporting a button error on his insulin pump, and now the device is locked. Customer removed and inserted the battery, but this did not resolve the issues. Customer said he was working under a dish washing machine and he might have pressed a button down for more than three minutes. The device was not exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump up arrow button did not response due to corroded keypad trace. No button error alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.